Event description:
The customer reportedly received the following results on the accu-chek aviva system within 10 minutes: 386mg/dl, 185mg/dl, 352mg/dl, 230mg/dl and 201mg/dl. No reported actions taken or treatment rendered. No adverse event reported. New system sent to customer and return requested.